Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "drill bit snapped during use.". The patient impact is unknown.

Manufacturer narrative:
Corrections: please refer to b1 and h1. The reported event could be confirmed based on the received investigation report from an external laboratory. A device inspection was not possible since the affected device was not returned for investigation. However, a return of the device was not deemed necessary due to the detailed investigation report the was received from an external laboratory. The report states that the two fracture faces show a clean snapping of the shaft, which is a typical indication for a brittle overload fracture. The remainder of the shaft at the coupling end has visible impression marks, these marks are an indication for a excessive metallic contact, e.g. With a drill guide or a plate. Also the shaft fragment has very strong nicks at the cutting edges, but in retrospective it cannot be defined if these marks are from the same metallic contact or were caused during the removal of the fragment. A review of the device history for the reported lot did not indicate any abnormalities. This lot of (B)(4) was manufactured in september 2022 and we are not aware of any other complaint for this lot number. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was most likely caused by a mechanical overload due to an excessive metallic contact with another device. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "drill bit snapped during use." On 12/05/2024 - additional information received: 1.0mm drill bit snapped inside the phalangeal bone during fracture fixation. Surgeon was able to retrieve broken fragment with no harm to patient.